Event description:
A (B)(6), female, patient, contacted zoll customer support to report that the device was making a screeching noise and would only display the monitor software version. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (screeching noise/ displays software version only) has been confirmed. As received, the monitor would not power on completely. During servicing, there was a flash memory failure while re-programming the flash memory. The cause of the inability to power on completely is the failure to program the flash memory. The cause of the failure to program the flash memory has been isolated to flash components (u102 and u105) on the computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective memory. The pt received a replacement monitor.